Event description:
Reportedly, during patient use, the ventilator shut down with alarms and then restarted. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
Though requested, add'l patient info was not provided.